Event description:
It was reported that the revision occurred due to loose stem. Universal stem extractor was placed on stem and head. And backs slapped out. The 26mm liner was removed with an osteotome. It was then replaced with a 32mm 10deg liner. The femur was then implanted with a zimmer stem and zimmer 32mm head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding stem loosening involving a phs stem was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that the revision occurred due to loose stem. Universal stem extractor was placed on stem and head. And backs slapped out. The 26mm liner was removed with an osteotome. It was then replaced with a 32mm 10deg liner. The femur was then implanted with a zimmer stem and zimmer 32mm head.